Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the manifold line was cracked. No patient involvement as this occurred during set up product was changed out procedure was completed successfully

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 30, 2017. (B)(4). The returned sample was visually inspected. A crack along the l-shaped connector was found, while still connected to the luer port. Retention samples from the same product code and lot number combination were visually inspected - no anomalies were noted. Replication testing was performed on a retention sampling manifold line. It was found that this crack appears on the part when the l connector is over tightened on a port. It is likely that during setup of the circuit, the l connector had likely been over tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.